Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. Upon functional testing fse found that the spp power supply was defective. Fse replaced the spp power supply. After replacement the device returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system c-arm could not move or rotate. The system was in clinical use at the time of the event. No harm has been reported. The procedure was eventually completed. Philips has started an investigation of the complaint.